Event description:
It was initially reported that a posey bed-acute care/ltc model 8050 had the large windows zipper slider is broken. More info received from the customer states that the distributor came to their site and did something to the zipper and now the zipper is pulling apart. No pt injury reported.

Manufacturer narrative:
Zipper damaged/broken.